Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Received a call from our subsidiary of an alleged incident where a powerchair tipped over resulting in injury and customer passed away.

Manufacturer narrative:
There was no product defect as per inspection of product. There were modifications made to product post release. However, there was no evidence that these modifications played any role in incident.

Event description:
Received a call from our subsidiary of an alleged incident where a power chair tipped over resulting in injury and customer passed away.

Manufacturer narrative:
Updated patient identifier. Received coroner's report. Conclusions are as follows: accidental death and no blame for the chair manufacturer (pride). Coroner's report states date of incident as (B)(6) 2015. However, information provided to pride was (B)(6) 2015.

Event description:
Received a call from our subsidiary of an alleged incident where a powerchair tipped over resulting in injury and customer passed away.